Event description:
It was reported that a half day infusor's bladder became detached from one of the tubes, resulting in all of the liquid leaking out. This occurred before use. The device contained morphine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured between june 24, 2013 - june 26, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.